Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the needle partially retracted. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the department reports that on two occasions, and after the catheter had been used, when the needle was withdrawn, the retraction system did not function correctly. A large part of the needle did not retract and remained in the "open air", thus exposing the patient to an increased risk of blood exposure accident (bea). Devices from the same batch were set aside in the department. The incriminated equipment was not kept because of its contamination, but a photo was taken.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the needle partially retracted. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the department reports that on two occasions, and after the catheter had been used, when the needle was withdrawn, the retraction system did not function correctly. A large part of the needle did not retract and remained in the "open air", thus exposing the patient to an increased risk of blood exposure accident (bea). Devices from the same batch were set aside in the department. The incriminated equipment was not kept because of its contamination, but a photo was taken.

Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2335756, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle was partially retracted inside of the safety shield. The tip of the needle and the flash port both were seen extending from the shield and exposed. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for inspection a definitive root cause could not be determined for this issue. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.